Event description:
Device 2 of 2. Reference MFR report #1627487-2013-19799. It was reported the patient experienced ineffective stimulation. The physician planned to relocate the leads, however, during the procedure, the physician completely removed the leads and reinserted the same leads at t8-9. The patient reported effective stimulation post operatively. Note the patient's ipg was also replaced during the surgery, the ipg had reached the normal end of life.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.